Manufacturer narrative:
One device was returned for repair. As received, no physical damage or anomalies were observed. No mating device was returned for evaluation. The set was filled and a leak coming between the sealed area on the bag was confirmed. Complaint of leaking can be confirmed. The probable cause was due to incomplete sealing during bag manufacturing.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the leak was noticed by the compounder after airing out the cassette post addition of saline and drug. There was no patient involvement.